Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced continuous glucose monitor (cgm) inaccuracies and a hypoglycemic event. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2017. It was reported that the patient's cgm was reading 105 mg/dl and their blood glucose meter was reading 42 mg/dl. The patient treated herself with two 8 oz bottles of orange juice and one shot of glucagon to treat their hypoglycemic event. There was no allegation against that dexcom system. At the time of contact, the patient was doing well. No additional patient or event information is available. No data was provided for evaluation. The reported event of inaccuracies could not be confirmed. A root cause could not be determined.